Manufacturer narrative:
The reported low speed events and pump stoppages were confirmed through the evaluation of the submitted system controller log files. Review of the first submitted log file showed that low speed events and three transient pump stoppages were captured on (B)(6) 2016 between 21:35 - 21:54, resulting in low speed advisory and low speed hazard alarms. Review of the second log file submitted after the distal end driveline replacement confirmed the report of additional low speed events and pump stoppages at the timestamp of (B)(6) 2016 at 21:06. These events were associated with low speed advisory, low speed hazard, driveline disconnected, and low flow hazard alarms. The interruptions in pump function captured in the log file all occurred while the system was supported by the power module and appeared consistent with a potential driveline wire compromise; however, driveline wire damage could not be confirmed as the pump remains in use supporting the patient and the external/replaced portion of the driveline was not returned. Four x-ray images of the internal and external portions of the driveline were submitted for review. A tight loop was observed on the internal portion of the driveline near the pump housing, which could be a potential area of concern; however, driveline wire compromise could not be determined based on the submitted x-ray images. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that low speed/pump stoppage events reoccurred following replacement of the external portion/distal end of the driveline. These events were confirmed through the manufacturer's review of the submitted system controller log file. It was reported that the patient would continue to use an ungrounded patient cable when connecting to the power module.

Manufacturer narrative:
Approximate age of device: 3 years and 1 month. The pump remains in use supporting the patient. The replaced external portion of the driveline was expected to be returned for evaluation; however, the customer reported that it could not be located. No additional information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (b)(46 2013. On (B)(6) 2016, it the patient reported that the lvad system produced a low speed advisory alarm. Interrogation of the system controller by the healthcare professional revealed several alarms including pump stoppage. Visual examination of the patient¿s driveline revealed two small openings in white silastic jacket; however, no abnormalities were found when palpating driveline. It was reported that there was no damage to the wires inside at the openings. A system controller self-test was done and no alarms were present. It was reported that the patient was asymptomatic. Log file analysis performed by the manufacturer's technical services revealed lvad speed decelerations below the low speed limit (lsl). X-rays of the portion of the driveline internal to the patient revealed that a small loop was made with the driveline near the pump. The driveline also appeared to be pulled tautly. X-rays of the external portion of the driveline revealed narrowing of a small section approximately midway between the exit site and the distal end of the driveline. Two ungrounded cables were provided to the patient. On (B)(6) 2016, the manufacturer¿s technical services performed a distal end percutaneous lead (driveline) replacement. No additional events have been reported.